Event description:
It was reported to philips that the system gave an alert indicating that exposure was not possible due to a full image disk. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use for a coronary procedure at the time of the reported event. The procedure was completed using another system. Upon log files review during the remote troubleshooting by rse, it was identified that the image processing pc's image disk was full. To resolve the reported issue, database check was performed and repaired. The rse also discovered that there had been several attempts to restart the system, which caused the host pc to not boot up correctly anymore. A manual boot up of the host pc pc resolved the issue. No further issues with the host pc were reported. After recreating the ippc's database, the system was returned to use in good working order and ready for clinical use. As part of technical investigation, analysis of log file revealed that the image processing pc was starting up slowly resulting into image disk full errors. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.